Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. The fluid number readings from the upstream sensor with a fluid filled set were below spec. Low upstream readings would make the pump more sensitive to air in line alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had constant air in like alarms. It was also reported there was no pt injury.